Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device always irritated the patient and did not work so she turned it off in 2012. It was noted that she had a brain trauma and did not remember things and she had fibromyalgia. The patient had tried multiple programs but they all irritated her. The patient wanted to turn it on and try again. They ran an impedance test and the electrode 0 was out of range. Everything else was ok. They did not want to turn the amplitude up for fear it would be too much for the patient. The rep gave the patient 4 more programs that she said were very comfortable and stimulating in the right area. The rep avoided using electrode 0 in the programming. The rep then turned all the programs down so she could not feel them and instructed her to not turn the programs up because they might irritate her. It was unknown if the issue was resolved. No surgical intervention occurred and none was planned. The rep told the patient that the device was intended to treat her urgency and not her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.